Event description:
On (B)(6) 2011, customer reported that they heard a pop and saw smoke from the power processor instrument. Customer technical support (cts) instructed the customer to unplug the unit. Customer unplugged the unit, but continued to use 3k and line. However, there was no refrigeration for 3k. Field service engineer (fse) examined the instrument and found the capacitor sitting above the relay had shorted. Fse removed the relay cover to inspect relay. The root cause of the issue was due to relay 88-106uf shorting out. Fse replaced the relay with an updated relay and installed a new capacitor. Power 3k and line are back up and the system is operational. No injuries were reported and no erroneous patient results were generated.

Manufacturer narrative:
(B)(4).